Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). On (B)(6) 2017, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse checked and cleaned the entire system, including the incubator and wash probes. He also checked and secured all of the tubes. The fse replaced the substrate syringe due to it being worn. The fse resolved the substrate system with a solenoid. The fse ran quality controls (qc). All results were within acceptable range. All errors cleared and the aia-900 instrument is operational. No further action is required by field service. The most probable cause for dl (dim lamp) errors was the faulty substrate system.

Event description:
On (B)(6) 2017, a customer reported dl (dim lamp) errors on the aia-900 instrument. The customer noted that he ran a substrate background check but it did not correct the error. The customer installed new substrate and repeated the daily check but could not get the background to pass. The customer is unable to run patient samples on prolactin (prl), progesterone (prog), luteinizing hormone (lh2), follicle stimulation hormone (fsh) and estradiol (e2). On (B)(6) 2017, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for prl, prog, lh2, fsh and e2. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.